Event description:
It was reported that there was a confirmed motor stall in the event logs with no motor stall recovery. The pump stalled on (B)(6) 2014 at 02:20. They were hearing the pump alarm every 10 minutes. The patient had 18 months left on the pump. The hcp (healthcare provider) was concerned because the patient was on a high dose. The hcp was going to try to lower the dose of the pump. The pump was delivering lioresal. It was later reported that the patient experience no injury related to the event. The motor stall did not recover. The patient did not have an MRI. The pump stalled for no known reason. The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft bearing. Corrected information: results code no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n160042016, implanted: (B)(6) 2008, product type accessory; product ID 8709, lot # l58352, implanted: (B)(6) 1998, product type catheter. (B)(4). The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.